Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used during an ultrasound bronchoscopy procedure on (B)(6) 2025. During the procedure, the needle tip had pierced the needle sheath. The procedure was completed using another expect pulmonary needle. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block d2b: additional pro code: fcg block g4: additional premarket / 510(k) #'s: k151895, k163248. Block h6: imdrf device code a041001 captures the reportable event of needle punctured sheath.

Manufacturer narrative:
Block h11: report number 3005099803-2025-02754 was opened for an expect pulmonary needle event where it was reported that "after completing the first needle puncture sampling with an airway ultrasound puncture needle, it was found that the needle tip had pierced the needle sheath". On 19jun2025, additional information was received that report number 3005099803-2025-02754 was a duplicate with 3005099803-2025-02199. It was also mentioned that the correct event date was 24apr2025 and the patient age was 58 years old.

Event description:
It was reported to boston scientific corporation that an expect pulmonary needle was used during an ultrasound bronchoscopy procedure on (B)(6) 2025. During the procedure, the needle tip had pierced the needle sheath. The procedure was completed using another expect pulmonary needle. There were no reported patient complications as a result of this event.